Event description:
The pump continued to stall. The pump was replaced. There was reported to be no other pt injury and the pt recovered without sequela.

Manufacturer narrative:
Device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.